Event description:
After intra-aortic balloon pump for approx six hrs, a kink was noted at the groin area. Under fluoroscopy, the kink was straightened and pumping continued without any problems. After approx 10 hrs post insertion, blood was noted in the catheter/extension tubing. (Event complications: none-reported 5/11/98.) (Pt's current status: unk-reported 5/11/98.)

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: unerwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.